Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported that the pressure is not working. The pint integrated pressure reading would vary dramatically when the cable was moved and sometimes the cardio help is showing ¿pint sensor disconnected¿.further, the cardiohelp alarmed ¿venous bubble sensor defective¿. The failures occurred during setup. No harm to any person has been reported. Complaint ID:(B)(4).

Manufacturer narrative:
It was reported that the pressure is not working. The pint integrated pressure reading would vary dramatically when the cable was moved and sometimes the cardiohelp is showing ¿pint sensor disconnected¿. Further, the cardiohelp alarmed ¿venous bubble sensor defective¿. The failures occurred during setup. No harm to any person has been reported. The risk for harm for the failure ¿venous bubble sensor¿ of any person is remote, since the venous bubble sensor has to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. Thus no report is required for this failure. Additionally, as a pressure failure was reported and any pressure issue or pressure reading issue can lead to a pump stop, a report is required for this failure. A getinge field service technician (fst) was sent for investigation. The connection cable for disposables and the venous bubble sensor was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error messages "pint sensor disconnected" and "venous bubble sensor defective" could be confirmed, but not on the reported date of event. The fst confirmed, that no physical signs of damage was seen on the sensors. Reported pressure failure "pint sensor disconnected¿:another connection cable for disposable with a similar failure was investigated by the life cycle engineering. According to investigation report, the nature of the error could be traced back to a missing electrical connection within the cable. The root cause for the missing connection is a broken wire within the cable, which originated from external force. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Additionally, according to the instruction for use (IFU) of the cardiohelp, chapter "connection the sensors", it is stated to ensure that the connected sensors are not defective and to not use if there is a visible damage. Reported failure "venous bubble sensor defective":another venous bubble sensor with a similar failure was already investigated by the supplier (B)(4). Following possible root causes were determined:- damaged wiring inside the cable due to mechanical tension- damage due to overvoltage or esd (electrostatic discharge)according to the instructions for use (IFU), chapters "monitoring and sensors" and "bubble monitoring: function test" the venous bubble sensor and the arterial flow/bubble sensor have to be tested before each use. The cardiohelp has a flow/bubble sensor for bubble detection. The venous bubble sensor is optional and for additional bubble detection. According to the IFU of the cardiohelp (chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore in chapter "connecting the sensors", it is stated that the sensors must be kept clean. The device was manufactured on 2017-01-19. The review of the non-conformities has been performed on 2025-10-15 for the period of 2017-01-19 to 2025-10-02. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failures "pint sensor disconnected and venous bubble sensor defective" could be confirmed. In order to avoid reoccurrence of the reported failure, the customer will be informed by the getinge sales and service unit (ssu). The occurrence rate was calculated for the reported issues and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).